Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric procedure, a component was disengaged from the device. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: a visual inspection of all nine returned devices noted they were sealed in the blister package with no abnormalities noted. All nine instruments were removed from the packaging for functional testing. All nine instruments and loading units were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the anvil tip and anvil cover disengaged condition may occur from rough handling of the instrument during use. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of one device. The visual inspection of the photographs noted the anvil tip and anvil cover were disengaged from the device. No loading unit was noted in the photograph. Functional testing was precluded since the instrument was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the anvil tip and anvil cover disengaged condition may occur from rough handling of the instrument during use. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.